Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive buttons. The customer's blood glucose was 185 mg/dl. Prior to the alarm, the customer was getting ready to cook on the grill. The customer stated that the keypad was unresponsive, so, they inserted a new a battery, and the device alarmed button error. The discontinuation of the device was advised. Nothing further was reported.